Event description:
It was reported that vessel perforation occurred which led to pericardial effusion requiring additional intervention. The 100% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 190cm straight tip hornet 14 guidewire was attempted to cross the lesion. The 190cm straight tip hornet 14 guidewire then perforated the vessel. Pericardial effusion was observed and was treated with pericardiocentesis. The procedure was aborted due to the perforation and it is planned to reschedule the treatment for a later date. No further patient complications were reported and the patient was stable.